Event description:
It was reported that the pump battery was depleting too quickly, leading to a pump shutdown and resulting in the customer visiting the emergency room due to high blood glucose levels. There was no specific blood glucose value provided, but it was described as high. The customer was monitored at the hospital and received an IV with saline. Customer was discharged later the same day with issue resolved. The customer was able to resume using the pump and administer insulin once the pump was turned back on. Technical support educated the customer that the battery was depleting normally based on their pump settings and usage.